Event description:
Clinical study. It was reported that 2 months post drug eluting stenting treatment procedure, the pt expired. Additional info has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in om1 with 99% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. The pt's hospital course was uneventful and pt was discharged 2 days later on asa and plavix. In about 2 months later, the pt had acute loss of consciousness and a partial complex right-sided seizure. The medics found the pt hemodynamically stable, and the pt was brought to the ER. ECG showed deep anteroseptal q-waves v1 through v3 with hyperacute appearing st segments and t waves. Precordial q waves and loss of r wave voltage was felt to be new. Non-contrast CT scan of the head showed an old right frontal area of probable stroke with lacunar infarcts, but no defined evidence of bleed or recent stroke. The pt was admitted on the next day. Coronary intervention was not performed because of the pt's "non-responsive status and concern for possible cva" (per admit note) and it was agreed that there would be no advance resuscitation measures. The pt was treated conservatively for an acute mi and remained disoriented in spite of aggressive medical management. Ck's were evaluated but did not meet protocol definition of mi. Given the pt's desire to have no life-sustaining measures and per discussions with the family, it was decided that the pt return home possibly under hospice care. The pt was discharged home 7 days later. The pt expired 72 days post program enrollment. Death certificate states cause of death as chronic renal failure. No autopsy was performed.